Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) with a qdot-micro, bi-directional catheters and thrombus was noticed. The investigation was completed on 28-aug-2023. The device was returned to bwi for evaluation. Bwi conducted a visual inspection and analysis of the returned device. Visual inspection was performed, and some irrigation holes were observed blocked with foreign material, and no thrombus/clot attached on the electrode or the device's tip was observed. Then, the device was connected to the generator and no temperature nor impedance issues were observed; however, during the test, the device was partially irrigating. A scanning electron microscope (sem) was performed to the foreign material, and it was found that it was dried saline solution. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿thrombus¿ issue. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the biosense webster inc. Analysis finding of the ¿some irrigation holes were observed blocked with foreign material¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone (B)(6). The product analysis lab received the device for evaluation on (B)(6) 2023. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation, it was determined that this was an isolated case. An internal action was opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with a qdot-micro, bi-directional catheters and thrombus was noticed. Approximately one hour after use of the catheter, after completing pulmonary vein isolation, the catheter was removed from the patient¿s body, and blood was aspirated from the agilis sheath. The physician noticed some microscopic thrombus. No thrombus adhered to the catheter. Setting of the ngen was the target temperature: 47, and the maximum low flow temperature was 41. There were no problems with irrigation and settings were within recommended range. Ablation time did not exceed 60 seconds per ablation. Total ablation time about 15 minutes. Mean contact force (cf) value did not exceed 25 grams. The setting of pre-radiofrequency (rf) time and post rf time were pre 2s post 4s. The char was not attached to the catheter. Setting power was 50 watts at anterior wall and 90 watts at posterior wall. The complaint catheter was not replaced because the event occurred near the end of the procedure. Prazaxa was used prior to the procedure. During the procedure, heparinized normal saline was used. Anticoagulation was maintained at 300s. Carto visitag settings range were 1.5mm, time 3s force over time 25% 3s, tag size 2mm and tag index color option was used. The procedure was successfully completed. No complications have been reported. The patient has not exhibited any neurological symptoms since the procedure was completed. There were no reported problems with irrigation. It is unknown if ablation time was exceeded than 60 seconds, however ablation time did not exceed 120 seconds per ablation. Total ablation time was unknown. It is unknown if mean cf value was exceeded than 25 g and 40 g. Irrigation setting was within the recommended range. The setting of pre rf time and post rf time: pre 2second, post 4second. Set power: left atrial anterior wall 50 w, posterior wall 90 w. The physician commented that he felt more chars were observed and fine chars increased since he started the procedure using q-dot. The physician has not seen enough thrombus to directly confirm adhesion to the catheter tip, but he was able to confirm that there were thrombi when he wiped the tip with gauze. Therefore, it is not possible to confirm which part of the tip the char adhered to. Although char was considered fine, since it that passed through the seams of gauze, there is an impression that the number of pieces increased compared to stsf catheter. There was a one relatively large char of about 0.3 mm.